Event description:
It was noted during an x-ray that the tip of the guidewire remains in the pt. It was used to drill a tunnel in the tibia twice and once in the femur. The femoral tunnel was drilled with an endoscopic drill over the guidewire. When it was drilled all the way using the same guidewire, another endoscopic drill was used to drill 20 mm. The guidewire was new, not reused.

Manufacturer narrative:
Device is not being returned for eval. Pictures were sent showing the drill tip has broken off and the drill appears to be scored heavily.